Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat with the cup after trying to impact a few times by the surgeon. A new liner was used. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Model #: (01) 00889024149724 (17)230531 (10)64056167. Item# unknown. Unknown shell. Lot# unknown. This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of visual inspection of the device identified damage to the scallops and locking feature as well as gouges, nicks, and scratches that were the result of the attempted implantation. Indentations and deformities were present on the underside of multiple scallops, confirming the reported event. No dimensional analysis was performed due to the extent of the damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.